Event description:
Rptr indicated a pt developed vocal cord paralysis after implantation of the vns therapy system. The pt rec'd injections to the vocal cord which improved symptoms. The pt has had no further complaints. Attempts for further info are in progress.